Event description:
On (B)(6) 2012 the reporter, the patient's husband, contacted animas to report that on (B)(6) 2012, the patient had been taken to the emergency room where her blood glucose level was 981 mg/dl. The patient was admitted to the ICU and treated intravenously with insulin. The reporter did not provide any information about the patient's symptoms or actions prior to the hospital admission. The reporter stated the pump's battery compartment was cracked, and he was unable to state whether or not the pump powered on successfully on the morning of this event. The pump was not available at the time of the telephone call to customer support, therefore it was not possible to troubleshoot the pump. As the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the pump issue, and was hospitalized and treated with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.